Event description:
It was reported the patient was not receiving effective stimulation during post-operative programming for a trial lead. The physician decided to take the patient back to the operating room and explanted the trial lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.